Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the error logs and did not find anything of concern. The fse booted the system up in normal mode and the system passed all self-tests. The system did have a remote device under test (dut) ready to install, so fse initiated the software update. While the system was updating, the fse saw that the system was due for preventative maintenance (pm). The fse informed the staff of the service the system is ready for use. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) from outside the room and reported that the arms were drifting. The tse asked when the arms were drifting. The tse also asked the customer if the surgeon was letting go of the manipulators with his head in the console and the customer did not know. The customer stated that they were only told to call in and inform that the arms were drifting. The customer had no additional information. The logs were not available at the time of the call. The procedure was completing as planned with no reported injury.